Event description:
It was reported to boston scientific corporation that during a perivaginal repair procedure using a capio open access suture capturing device and a gore-tex cv-2 suture (not manufactured or distributed by boston scientific corporation), the needle "got stuck" in the capio cage and detached from the suture when the capio was deployed. The needle had reportedly been loaded correctly into the capio carrier prior to firing. The procedure was completed with another capio open access suture capturing device and another suture (type unknown) without any complications to the patient, who is reportedly "great" post-procedure.

Event description:
It was reported to boston scientific corporation that during a perivaginal repair procedure using a capio open access suture capturing device and a gore-tex cv-2 suture (not manufactured or distributed by boston scientific corporation), the needle "got stuck" in the capio cage and detached from the suture when the capio was deployed. The needle had reportedly been loaded correctly into the capio carrier prior to firing. The procedure was completed with another capio open access suture capturing device and another suture (type unknown) without any complications to the patient, who is reportedly "great" post-procedure.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
Visual analysis of the returned capio device did not reveal any anomalies. Mechanical analysis of the returned capio device found that the device was able to load, fire and catch a sample suture all three times that it was actuated. No issue was noted with removing the sample suture from the capio device after actuation; the cage released the suture with no difficulties. No needle detachment occured during analysis. The complaint was not confirmed.